Event description:
It was reported that an alarm was triggered for oversensing as the right ventricular (rv) lead exhibited short v-v intervals. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.